Event description:
Patient experienced an infection post-operatively, requiring oral antibiotics.

Manufacturer narrative:
No root cause found for the infection. Devices met specifications. Device return would not lead to additional information.